Event description:
It was reported the battery was comming out of the skin where the pt had atrophy fat. There was no problem with the function of the battery. The device dislodged. When the physician removed the device, a lot of debris was noted in the casing. The physician wanted to analyze the debris. A new device was placed.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.